Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having a lot of low blood glucose events. The customer started dialysis on (B)(6) 2016, had multiple issues with dialysis, and decided to stop the procedure. The caller stated that she was administering glucose shots to the customer. However, hospice asked to stop giving the treatment for low blood glucose as the customer was not eating and the glucose was causing the customer to have high blood glucose. The customer passed away on (B)(6) 2016, at home. The cause of death was kidney failure. The caller stated that the customer's kidney failure started five to six years ago, due to diabetes. The caller did not know the customer's blood glucose at the time of death. The last recorded value was 177 on (B)(6) 2016 at 7:27 am. The caller stated that the customer was not wearing the insulin pump at the time of death. The caller disconnected the insulin pump on (B)(6) 2016, when the customer went to sleep. The caller agreed returning the device for analysis.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with cracked battery tube threads, missing reservoir tube o-ring and partially broken off reservoir tube lip. Data analysis: there is no data available due to the insulin pump was returned without a battery installed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.